Event description:
As reported for this event by the physician, during an unknown procedure multiple scopes had the b30 scope communication error was received on the device. There is no reported harm to the patient.

Manufacturer narrative:
The device is returned and an evaluation completed for it. The user¿s complaint was not confirmed. Upon inspection and testing the device with test cf-hq190l, ltf-s190-5, ltf-vh, gif-h180 and giff-q180 scopes, no b30 error was observed. However; found corrosion on rear panel that we recommend replacement. Unit passed all functional tests, including electrical leak test. All video output signals and images tested okay. Unit has up to date main switch and software version 4.10. Customer was advised to have their clv-190 unit and/or maj-1933 cable evaluated because a faulty scope socket on the clv-190 and faulty maj-1933 cable can cause a b30 error. Customer is still receiving b30 error messages on the loaner scope that was provided by olympus. Customer is going to return the clv-190 for evaluation when the loaner clv-190 will reach the facility. The loaner clv-190 will be installed with the guidance of olympus field service engineer. Evaluation is ongoing. Supplemental report(s) will be submitted when any relevant new information is available.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the approved final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, and since no device malfunction was confirmed during evaluation, the definitive root cause of the reported issue could not be determined. Olympus will continue to monitor field performance for this device.